Event description:
Per (B)(4), the event is described as follows: "the tip of the glidecath hydrophilic coated catheter broke off in the profunda of the patient's femoral artery. The broken piece was successfully retrieved by a snare, and there was no harm to the patient."

Manufacturer narrative:
The involved device has not been returned for evaluation. Inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of a retained sample from the reported lot confirmed that performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use, which states, "never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. Failure to exercise proper caution may result in damage to the vessel or catheter. Separation of the catheter may occur requiring retrieval." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).